Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. B94871) for female sterilisation. The patient had a medical history of abdominal pain, chest pain, endometritis, parity 2, gravida ii, vaginal bleeding, ovarian cyst and left lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1598 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (left salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2018: indication: left lower quadrant/pelvic pain. Possible uterine perforation, to a findings: abdomen: the lung bases are clear. The liver is normal. The pancreas, spleen, adrenal glands, and kidneys demonstrate no acute pathology. No acute pancreatitis. No calcified gallstones. No gallbladder wall thickening. No pericholecystic fluid. No gross biliary duct dilatation. No hydronephrosis bilaterally. There is no free air or lymph node enlargement. Abdominal aorta is not aneurysmal [hysterosalpingogram] on (B)(6) 2014: procedure: good obstruction of the tubal ostia was noted. Finding: the patient tolerated the procedure well and will be discharged with routine restriction. [Pathology test] on (B)(6) 2018: gross: a single specimen is received formalin labeled left tube and ovary and consists of a segment of tan-pink fallopian tube measuring 6 x 0.5 x 0.5 cm with a pink to tan ovary measuring 4 x 3 x 2.2 cm. The ovary weighs 10.7 grams and is partially fragmented. Serial sectioning confirms a number of cortical cysts measuring 2-4 mm in diameter along with a hemorrhagic corpus luteum measuring 1.4 cm across. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: mr received: lot number added, reporters information patient medical history and surgical pathology reports were added. Event -"medical device removal updated to uterine perforation". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. B94871) for female sterilisation. The patient had a medical history of abdominal pain, chest pain, endometritis, parity 2, gravida ii, vaginal bleeding, ovarian cyst and left lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1598 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (left salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2018: indication: left lower quadrant/pelvic pain. Possible uterine perforation, toa findings: abdomen: the lung bases are clear. The liver is normal. The pancreas, spleen, adrenal glands, and kidneys demonstrate no acute pathology. No acute pancreatitis. No calcified gallstones. No gallbladder wall thickening. No pericholecystic fluid. No gross biliary duct dilatation. No hydronephrosis bilaterally. There is no free air or lymph node enlargement. Abdominal aorta is not aneurysmal [hysterosalpingogram] on (B)(6) 2014: procedure: good obstruction of the tubal ostia was noted. Finding: the patient tolerated the procedure well and will be discharged with routine restriction. [Pathology test] on (B)(6) 2018: gross: a single specimen is received formalin labeled left tube and ovary and consists of a segment of tan-pink fallopian tube measuring 6 x 0.5 x 0.5 cm with a pink to tan ovary measuring 4 x 3 x 2.2 cm. The ovary weighs 10.7 grams and is partially fragmented. Serial sectioning confirms a number of cortical cysts measuring 2-4 mm in diameter along with a hemorrhagic corpus luteum measuring 1.4 cm across. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 1735 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. ¿ the most recent follow-up information incorporated above includes data received on: 11-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 1735 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.